Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that while impacting the nail, the impaction head broke at the level of the attachment screw.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Hardness and dimensions taken were found to be within spec. Item is fractured near the threaded feature; fractured piece not returned. Item exhibits impact marks. The surgical technique states, ¿impact gently on the impaction head ¿ if the nail will not advance with impaction, remove the nail and ream the canal to a larger diameter at additional 0.5mm increments or consider using a smaller diameter nail.¿ the most likely probably cause of the fracture is off-axis impaction and repeated impact loading on the strike surface while it is not fully tightened to the targeting guide, or allowed to come loose during impaction. As the witness marks and scuffs on the device which show that the device has been extensively used, normal wear and tear from use is determined to be the root cause.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. No product was returned for review. The device history records for the device were reviewed and identified no deviations or anomalies. The product was not returned for review; therefore the exact condition of the device is unknown. This device is used for treatment. A product history search was conducted for part# 00249003200. The search identified no additional complaints for the same lot# 62859643. The impaction head had a potential field age of approximately 1 year 10 months with an unknown usage history at the time of the reported incident. A definitive root cause cannot be determined with the information provided. This report is number 1 of 2 mdrs filed for the same patient (reference 1822565-2016-03384).